Manufacturer narrative:
Internal complaint reference (B)(4). H10: the information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Reassessment found that the alleged device is not a smith+nephew product. As a result, smith+nephew is not responsible for reporting according to 21 c.f.r. Part 803.3. Additionally, manufacturer has been notified of the event. If further details are provided confirming there is a sn product involved in the event, our files will be updated and the event will be reassessed accordingly.

Manufacturer narrative:
H10: additional information on b5.

Event description:
It was reported that during an knee arthroscopy the light source led 3000 did not had light output. The procedure was successfully completed with delay of 30 minutes or less using a competitor device. No patient injury or other complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an unknown procedure the light source led 3000 was defective. The procedure was successfully completed with delay of 30 minutes or less using a competitor device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.